Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist confirmed that he did not have any information about neither the case, the surgical procedure, nor about the batch of the product.

Event description:
(B)(4). The dentist reported the non-osseointegration a dental implant. This report was made with the sending of only one guaratee form regferring the loss of several implants. Since there was no way to indentify what information was about each implant, the information was disregarded.